Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement and self test. Pump received with normal operating currents. No unexpected battery failed alarm noted. Pump alarmed insulin flow blocked during the basic occlusion test due to out of spec force sensor zero offset. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and past event resolved by change complete set. Alarm did not occurred during fill tubing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.